Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was not satisfied with results of eye. The patient states, the vision has been slow to recover and not as good as before surgery. The patient is also treated for dry eye conditions. Additional information was received stating that the patient was treated with lubricant eye drops and ointment.